Event description:
It was reported that the patient fell and fractured femur. Doctor explanted stem and head and replaced it with new stem and head.

Manufacturer narrative:
An event regarding in periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined as insufficient information was received. Further information such as return of device, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient fell and fractured femur. Doctor explanted stem and head and replaced it with new stem and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was given to the patient. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.